Event description:
It was initially reported an event involving medication error leading to heparin overdose. No further information was provided at the time of initial reporting. Bd received additional information on 24 december 2025. It was reported that a programming error is suspected. Heparin infusion was reportedly programmed to run at a rate of 100ml/hour when it was supposed to be in a rate of 9.9ml/hour. Per report, the "assigned staff" stated that when they received the patient the 250ml bag of heparin (25,000units in 245ml of 0.9% normal saline) "was almost half empty". It was intended to go as continuous infusion as per the anti xa result until next day ((B)(6) 2025) morning 4:00am. The event did not result to any additional symptoms, but a repeat blood teste anti xa was performed after 2 hours of heparin infusion completed time and the result was "high" with a value of 2.0. There were "no significant adverse outcomes" and no additional medical intervention was rendered. There was no harm to the patient. It was reported that the tubing was disposed after the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility requested assistance in interpreting the event logs to identify the programming parameters. Inspection and testing of the devices could not be performed as they were not returned for investigation. The suspect event logs and dataset were provided to bd via email to ascertain programming and event details associated with the alleged incident. On (B)(6) 2025 at 11:24 am, the pcu event log showed the pcu and the suspect pump module s/n (B)(6) were powered on and was assigned channel ¿a¿. The user selected ¿no¿ to ¿new patient¿. The user selected ¿yes¿ to ¿same profile¿. The profile in use could not be identified. At 11:24 am, an infusion of ¿heparin¿ was programmed with an intermediate intensity and a drug amount of 25000unit, diluent volume of 250ml, patient weight of 45kg, rate of 9.9ml/h and volume to be infused (vtbi) of 100ml. Immediately after infusion was started, pump module s/n (B)(6) alarmed for ¿occlusion patient side¿. Seconds after, the infusion was restarted and recorded a primary volume infused (pvi0) of 0ml. At 12:21 pm, infusion was paused and seconds after infusion was restarted. Recording a pvi of 8.974ml. At 1:41 pm, pump module alarmed for ¿occlusion patient side¿ and infusion was restarted. Recording a pvi of 21.992ml. At 3:53 pm, channel and system were powered off. Recording a pvi of 42.2ml. At 3:54 pm, system was powered on and pump module was selected, user programmed an infusion of guardrails IV fluids of ¿0.9% sodium chloride¿ with a rate of 100ml/h and vtbi of 10ml. A secondary infusion of ¿tramadol¿ was programmed with a drug amount of 100mg, diluent volume of 50ml, rate of 300ml/h and vtbi of 50ml. The infusion was started and recorded a pvi of 0ml and secondary volume infused (svi) of 0ml. At 3:55 pm, pump module was selected and user modified rate of secondary infusion to 100ml/h. The infusion was started and pump module alarmed for ¿occlusion patient side¿. Infusion was restarted and recorded a pvi of 0ml and svi of 0.033ml. At 4:05 pm, pump module alarmed for ¿occlusion fluid side¿ and silence key was pressed. Infusion was restarted and recorded a pvi of 0ml and svi of 15.692ml. At 4:07 pm, pump module was selected and user modified vtbi to 40ml. The infusion was started and recorded a pvi of 0ml and svi of 18.481ml. At 4:31 pm, secondary infusion completed and switched to primary infusion. Recording a pvi of 0ml and svi of 58.501ml. At 4:37 pm, primary infusion completed for kvo. Channel and system were powered off. Recording a pvi of 10.079ml and svi of 58.501ml. A total volume infused (tvi) of 68.58ml. At 4:39 pm, system was powered on and pump module was selected, user programmed infusion of ¿heparin¿ with a high intensity and a patient weight of 45kg, drug amount of 18 unit and diluent volume of 100ml. Pump module alarmed for ¿possible overdose¿ and user reprogrammed infusion with a drug amount of 25000unit, diluent volume of 250ml, vtbi of 9.9ml and rate of 5.4ml/h. The infusion was started and pump module alarmed for ¿occlusion patient side¿. The infusion was restarted and recorded a pvi of 10.079ml and svi of 58.501ml. At 6:31 pm, infusion completed for kvo and recorded a pvi of 20.332ml and svi of 58.501ml. At 6:35 pm, infusion was paused and silence key was pressed. At 6:37 pm, pump module was selected and user modified rate to 250ml/h and vtbi to 200ml. The infusion was started but alarmed ¿exceeds guardrails hard limits¿. User modified rate to 200ml/h. The infusion was started but alarmed ¿exceeds guardrails hard limits¿. Channel and system were powered off. Recording a pvi of 20.33ml and svi of 58.501ml. A tvi of 78.833ml. At 6:38 pm, system was powered on and pump module was selected, user programmed an infusion of guardrails IV fluids of ¿0.9% sodium chloride¿ with a rate of 200ml/h and vtbi of 100ml. The infusion was started and recorded a pvi of 20.332ml and svi of 58.501ml. At 7:08 pm, infusion completed for kvo and silence key was pressed two (2) times. Channel and system were powered off. Recording a pvi of 121.809ml and svi of 58.501ml. A tvi of 180.31ml. At 7:26 pm, system was powered on and pump module was selected, user programmed a basic infusion with a rate of 245ml/h and vtbi of 200ml. The infusion was started and recorded a pvi of 0ml and svi of 0ml. At 7:39 pm, pump module s/n (B)(6) was attached and immediately removed. Pump module s/n 15524712 was selected and user modified rate to 9.9ml/h and the vtbi recorded was 147.916ml. The infusion was started and recorded a pvi of 52.084ml and svi of 0ml. At 7:42 pm, pump module s/n (B)(6) was attached. At 8:05 pm, channel and system were powered off and recorded a pvi of 56.35ml and svi of 0ml. A tvi of 56.35ml. No more infusions were recorded on this date. The bd alaris¿ system with guardrails user manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris system. The user manual also notes that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported over dose of heparin was confirmed and is being attributed due to use error. The intended rate was reported to be 9.9ml/h. Log review performed showed that the last programmed infusion for pump module s/n (B)(6) was with a rate of 245ml/h and ran for 26 minutes before it was modified to 9.9ml/h. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an event involving medication error leading to heparin overdose. No further information was provided at the time of initial reporting. Bd received additional information on 24 december 2025. It was reported that a programming error is suspected. Heparin infusion was reportedly programmed to run at a rate of 100ml/hour when it was supposed to be in a rate of 9.9ml/hour. Per report, the "assigned staff" stated that when they received the patient the 250ml bag of heparin (25,000units in 245ml of 0.9% normal saline) "was almost half empty". It was intended to go as continuous infusion as per the anti xa result until next day ((B)(6) 2025) morning 4:00am. The event did not result to any additional symptoms, but a repeat blood teste anti xa was performed after 2 hours of heparin infusion completed time and the result was "high" with a value of 2.0. There were "no significant adverse outcomes" and no additional medical intervention was rendered. There was no harm to the patient. It was reported that the tubing was disposed after the event.